Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise that was being oversensed on the right ventricular (rv) channel which caused pacing inhibition however, it was less than 2 seconds. Additionally, it was noted the left ventricular (lv) pacing impedances were high out-of-range (oor) measuring greater than 2500 ohms. The device was re-programmed. Technical services suggested to consider an x-ray. At this time, the device, rv and lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise that was being oversensed on the right ventricular (rv) channel which caused pacing inhibition however, it was less than 2 seconds. Additionally, it was noted the left ventricular (lv) pacing impedances were high out-of-range (oor) measuring greater than 2500 ohms. The device was re-programmed. Technical services suggested to consider an x-ray. At this time, the device, rv and lv lead remains in service. No adverse patient effects were reported. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced successfully. No additional adverse patient effects were reported.